Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: curved opening on posterior, creases flat and wear abrasion. Leak test and microscopic analysis was performed which identified: yellow particles in the shell and crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth edge opening on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side implant deflation. Device remains implanted.